Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, moisture was found in the battery compartment. Cracks in the battery compartment were found from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture damage. The pump was unresponsive. The pump was unable to power on due to the moisture damage in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.